Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
When grip handle tightened, it wouldn't release. It is still stuck in a tightened position.